Event description:
It was reported to boston scientific corp that a sensation micro snare oval was used during a colonoscopy procedure performed in 2009. According to the complainant, the device was difficult to manipulate once inserted down the scope. They were unable to generate cautery. It appeared as if the metal rod within the handle was disconnected. The procedure was completed with another sensation micro snare oval device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed.